Event description:
It was reported that the patient presented for a pacing system upgrade procedure. During the procedure, it was found that there was a lot of blood in the lumen of the right atrial (ra) lead. Eventually, the ra lead was explanted and replaced. The patient was in stable condition.